Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg could not longer communicate with their charging system due to it allegedly reaching end of life. A replacement charging system was sent to the patient to address the issue but was unsuccessful. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.